Manufacturer narrative:
The insulin pump was received with a cracked display window, minor scratches on the display window, cracked case at the display window corners, broken battery tube threads, and a cracked reservoir tube lip. No blank display or moisture damage to the electronics was noted.

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer's blood glucose was 135 mg/dl. Customer changed the battery and the pump won't turn on until after the battery cap has been twisted a couple times. Customer stated that there is a little crack near the battery cap. Customer stated that he assumes the damage is from normal wear and tear. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.